Manufacturer narrative:
Product analysis: analysis confirmed the reported touch screen issue. The touch screen was out of calibration, and the stylus was damaged. The stylus was replaced and the touch screen was calibrated. Analysis was unable to confirm the telemetry issue. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no telemetry, and the touch screen was not working during a patient procedure. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service.